Event description:
It was reported that there was no blood reflux despite attempts with the same sample. There were no issues identified the previous times. No patient injury was reported.

Manufacturer narrative:
The returned sample was received decontaminated with its original closed packaging. The sample was tested with a syringe to replicate the failure mode. No occlusion was detected; the complaint was not confirmed and root cause could not be determined. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.